Event description:
The customer alleged that there was no audio alarm while the ventilator was in apnea. The customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced for the no audio alarm condition. It is not verified that the audio alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.